Event description:
The user reported a leak during an infusion of 10% dextrose. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. The IV administration set had been discarded by the user.

Manufacturer narrative:
(B) (4). (B) (4). A review of the lot history record showed no quality issues related to the product during the manufacturing build.